Manufacturer narrative:
Device not returned.

Event description:
It was reported that intermittent minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Additionally, it was reported that intermittently experienced resistance when filling the cartridge during the load sequence. Reportedly, the cartridge and syringe needle were changed to address the issue. Customer¿s blood glucose level was 398 mg/dl.